Manufacturer narrative:
(B)(4)

Event description:
Reportedly, during the threshold test part of automatic follow-up tests, there was an interruption in the egm display. However, the tests seemed to have been performed normally.

Event description:
Reportedly, during the threshold test part of automatic follow-up tests, there was an interruption in the egm display. However, the tests seemed to have been performed normally.